Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient was seen in-clinic following an alert for low right ventricular lead impedance. The previous day, the patient had been implanted with a new pulse generator. It was thought that the lead and new device may not be connected properly. A consulting physician would be contacted to determine the necessity of lead revision.